Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for the review. The photo shows a partial view of a j-tip guidewire, in which the distal tip appears deformed and stretched. Therefore, the investigation is confirmed for the identified guidewire deformation and stretched issues. However, the investigation is inconclusive for the reported failure to advance and physical resistance/sticking issues as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, the guidewire was allegedly failed to advance during insertion, became stuck, and could no longer be placed. There was no reported patient injury.